Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical adhesive was used. The patient developed an allergic reaction at the site of application. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.